Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during the implant attempt, the left ventricular lead had positioning difficulties and dislodged during the defibrillation threshold testing. It was also reported that the patient's vessel may have been to large to successfully place the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.